Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient did not set their ipg into surgery mode prior to undergoing surgical intervention for an unrelated surgical procedure. In turn, their ipg was deemed non-functional following the procedure due to their ipg being unable to communicate an external programmer device. Multiple troubleshooting attempts have been unable to provide resolution. The next course of action is unknown at this time.